Manufacturer narrative:
Investigation is ongoing.

Event description:
Post deployment of a sapien xt valve in a degenerated mosaic valve in the mitral position, both valves were surgically removed and replaced with a surgical valve. A valve-in-valve mitral procedure was attempted by deploying a 26mm sapien xt valve inside the degenerated 27mm mosaic valve. The inner diameter of the mosaic valve was reported to be 22mm. The v-in-v mitral app recommended the 26mm sapien xt valve. After deployment of the sapien xt valve, a substantial leak between the mosaic valve and the stent frame of the sapien xt was observed. In addition, there was a very high gradient across the sapien xt valve suggestive of stenosis. The decision was made to perform a redo surgery. It was found that the sapien xt valve was asymmetrically expanded which lead to leaflet deformation (stenosis) and a gap between the two valves (regurgitation). Both valves were explanted and replaced with a surgical valve. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
Additional investigation/discussion with the surgeon revealed that the mosaic valve may not have been 27mm. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedures. At this time the sapien xt valve is not indicated for use within an existing mitral valve, therefore the IFU and training manuals do not provide instructions on the steps for positioning and deployment of the valve in this position. In this case, per report, the pvl post deployment of the thv was caused by the asymmetrical expansion of the thv valve which lead to leaflet deformation (stenosis) and a gap between the thv valve and the mosaic valve. The cause of the underexpansion was initially unknown; however, through investigation it appears the surgical valve may have been smaller than initially thought, which could have prevented the sapien xt from full expanding. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.